Event description:
It was reported that the user¿s ilet displayed no glucose reading due to signal loss between the ilet and the dexcom g7 sensor, after which the agent toggled from g6 to g7 and restarted the sensor with instructions to wait for readings to resume. No symptoms were reported and no alerts or alarms. Outcomes included no clinical impact, no need for medical intervention, and no hospitalization. Customer support included a review of device history and guided troubleshooting focused on cgm pairing and sensor reconnection. Investigation of this case revealed a communication interruption between the ilet and the cgm sensor that resolved through sensor restart and correct cgm selection, consistent with intermittent connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction leading to temporary cgm-bridge communication loss.